Event description:
It was reported that the operating room opened a box of antibiotic simplex and discovered that the bone cement monomer was broken and empty. It was reported that there was no residue on the box.

Manufacturer narrative:
Additional information has been requested and if received, will be provided in a supplemental report. The subject device is not cleared for sale in the u.s., but a similar device is commercially available in the u.s.